Event description:
The customer tested her blood glucose using her 2 contour meters and received readings of 176 and 83 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer was unable to troubleshoot or provide any more information as she had to leave. No product will be returned for evaluation.